Event description:
A patient implanted with a trial evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. X-rays revealed lead migration. A revision procedure was performed, during which the anchors and leads were replaced. It was reported that the patient had challenging anatomy and was physically impaired, requiring significant upper body effort to move independently.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.